Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins model / serial number could not be obtained; implant date was confirmed as (B)(6) 2025. The impedance measurements indicated high impedances on electrodes 9 < (>&<)> 10. Cause was not confirmed as no images were taken. Patient was programmed on different electrodes and is now getting good pain relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that there was an impedance on the lead, was resolved by getting the patient back into clinic and just using unaffected electrodes. Patient is now happy and able to adjust their stimulation.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a new battery yesterday and was given a new control unit. Last night she was able to increase the intensity on the device. This afternoon, she was not able to. The device connects and they could turn the programs on, off, and reduce the intensity. When attempt to increase the intensity an error message appeared ¿therapy increase not available¿. It was set to 3.7 and now set to 3.6 after it allowed them to reduce it. The patient was not sure if something was wrong. The health care provider (hcp) reported that patient contacted them reporting the issues with therapy delivery of being unable to increase the strength over a specific value. The hcp gave the patient a tonic and close-loop program. The limit was set at 10ma. The hcp thinks it might be due to high contact and that the limit might not be the cause. It was questioned if possible to sort it out remotely or only face to face.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.